Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of was confirmed. The device was visually inspected and found the nozzle is clogged. There are deep scratches on the distal end plastic cover. Both lenses on the light guide are chipped. The a-rubber glue is peeling on the insertion tube and the c-cover. The insertion tube is buckled and has cracks on it. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was a problem with the device. A piece of rubber was found stuck in the insertion tube about 6 inches from the end of the scope. This was in the instrument channel. Water for cleaning the lens is not flowing enough. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the investigation, the exact cause of the rubber (foreign material) cannot be conclusively determined. A review of similar complaints indicates that no complaint was confirmed with the same event, the same cause, the same device from other user facility in the past. A similar case was found in which the scope was different but was used in similar way as the subject scope in this report. The issue of silicone rubber became stuck in the nozzle, was said to have been a portion of the injection tube (mh-946). As part of the investigation into this report, the device history record (DHR) was reviewed, and found that the device was shipped in accordance with the manufacturer¿s specification. The device instructions for use instructs user to inspect the endoscopic system, and water feeding function prior to use to ensure that the device works appropriately.